Event description:
It was reported that the customer received a notification regarding the scroll wrap feature. Customer's blood glucose level was 250 mg/dl. Customer has been having high blood glucose levels lately. Customer has treated for high blood glucose level. Customer stated that she was hospitalized on 08/09/14 with a blood glucose level over 600 mg/dl at the time. Customer had diabetic ketoacidosis and was put on an insulin drip to lower her blood glucose level. The customer's pump was removed at the time of hospitalization. Customer will call back when it is time to change the infusion set. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.